Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for the alleged failure that the user experienced. The likely cause could be related to over tamping of the collagen since it was found occluding the artery. Other potential cause could be over insertion of the hemostasis sheath/ carrier tube assembly which could have led to the collagen partially entering the artery. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to correct section h10 by providing explanations for sections d4 and h4. D4: lot number - requested, not provided. D4: expiration date - unknown due to unknown lot number. D4: UDI - unknown due to unknown lot number. H4: manufacture date - unknown due to unknown lot number. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 04nov2021. The procedure performed for the patient prior to use of the closure device was an angioplasty of peripheral artery disease (pad) in the left leg. A 6fr procedural sheath was used. The patient was stable.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was deploying an angio-seal device in the left common femoral artery (cfa) in an antegrade stick to close after performing a peripheral artery disease (pad) case. He stated that the deployment went smoothly, and everything seemed good, however then the patient did not have any pedal pulse and he determined that the angio-seal had somehow delivered into the artery. He attempted to snare it, without success, so he stented across it to open the common femoral artery (cfa). This was successful in restoring blood flow, however, there was still a stenosis from the footplate and collagen that is trapped behind the stent. The patient was a high-risk surgical candidate, so the doctor put a stent in to trap the plug against the artery wall to restore blood flow. The patient was in stable condition. The estimated blood loss was less than 250cc.